Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/perforation fallopian tube"), device expulsion ("migration of essure device: left side uterus/migration of essure device: left side uterus"), device breakage ("device breakage/device breakage") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included uti. Concurrent conditions included vaginitis, amenorrhea, dizziness, anemia and heartburn. Concomitant products included anovlar (loestrin), ibuprofen (advil), medroxyprogesterone (depo provera) and midol [caffeine,mepyramine maleate,paracetamol]. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: bloating/gastrointestinal or digestive system condition: bloating"), weight increased ("weight gain/loss: weight gain/weight gain") and depression ("other injury or complication: depression/other injury or complication: depression"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse/dyspareunia"), migraine ("migraine headaches/migraine/headache"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions: hives/rashes or skin conditions: hives"), alopecia ("hair loss/hair loss") and nausea ("nausea/nausea"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping/cramping") and feeling abnormal ("brain fog"). The patient was treated with ibuprofen, surgery (surgery (other): bilateral partial salpingectomy), surgery (surgery (other): bilateral partial salpingectomy,), surgery (surgery (other): bilateral partial salpingectomy) and surgery (surgery (other): bilateral partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain lower, abdominal distension, migraine, vaginal haemorrhage, urticaria, alopecia and nausea had not resolved and the abdominal pain, feeling abnormal, weight increased and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: procedure: left fallopian tube expanded coils trailing into uterine cavity was 7. In opposite tube, expanded coils trailing into uterine cavity was 7. Tolerated well most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Outcome of the events were updated. Patient's medical history, concomitant medications were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/perforation fallopian tube"), device expulsion ("migration of essure device: left side uterus/migration of essure device: left side uterus"), device breakage ("device breakage/device breakage") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included uti. Concurrent conditions included vaginitis, amenorrhea, dizziness, anemia and heartburn. Concomitant products included anovlar (loestrin), ibuprofen (advil), medroxyprogesterone (depo provera) and midol [caffeine,mepyramine maleate,paracetamol]. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: bloating/gastrointestinal or digestive system condition: bloating"), weight increased ("weight gain/loss: weight gain/weight gain") and depression ("other injury or complication: depression/other injury or complication: depression"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse/dyspareunia"), migraine ("migraine headaches/migraine/headache"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions: hives/rashes or skin conditions: hives"), alopecia ("hair loss/hair loss") and nausea ("nausea/nausea"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping/cramping") and feeling abnormal ("brain fog"). The patient was treated with ibuprofen, surgery (surgery (other): bilateral partial salpingectomy), surgery (surgery (other): bilateral partial salpingectomy,), surgery (surgery (other): bilateral partial salpingectomy) and surgery (surgery (other): bilateral partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain lower, abdominal distension, migraine, vaginal haemorrhage, urticaria, alopecia and nausea had not resolved and the abdominal pain, feeling abnormal, weight increased and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: procedure: left fallopian tube expanded coils trailing into uterine cavity was 7. In opposite tube, expanded coils trailing into uterine cavity was 7. Tolerated well. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device expulsion ("migration of essure device: left side uterus"), device breakage ("device breakage") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included vaginitis and amenorrhea. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding"), urticaria ("rashes or skin conditions: hives"), alopecia ("hair loss"), nausea ("nausea"), weight increased ("weight gain/loss: weight gain") and depression ("other injury or complication: depression"). The patient was treated with surgery (surgery (other): bilateral partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, device breakage, pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, migraine, feeling abnormal, vaginal haemorrhage, urticaria, alopecia, nausea, weight increased and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: procedure: left fallopian tube expanded coils trailing into uterine cavity was 7. In opposite tube, expanded coils trailing into uterine cavity was 7. Tolerated well most recent follow-up information incorporated above includes: on 4-apr-2018: pfs+mr: new events: menorrhagia, device breakage, abdominal distension, alopecia, device expulsion, nausea, fallopian tube perforation, weight increased, depression, urticaria, abdominal pain lower, device monitoring procedure not performed were added. Reporter, patient demographic information, other relevant history, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.